Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine the manufacture date.

Event description:
The customer tested her blood glucose and received a reading of 72 mg/dl using her old contour meter. She retested using another meter and received a reading of 300 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any more information before ending the call. No product will be returned for evaluation.